Manufacturer narrative:
Device passed the displacement test and self test. Hardware low level failures error confirmed in device history with variable due to broken trace at keypad assembly. The motor arm cannot communicate with the main arm not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family was reported via phone call that insulin pump alarmed hardware low level failure and pump error alarm. The customer¿s blood glucose was 280 mg/dl. The customer was able to clear alarm. The customer reported that the insulin pump failed selftest. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Insulin pump will be returned for analysis.